Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced loose drive support cap. The customer's blood glucose value was unknown. The customer had trouble where you put the reservoir in. The customer stated that the pump alarmed no delivery on and off. The product was returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No unexpected no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.